Event description:
After a percutaneous nehroscopy doctor noticed that there was metal filling in the patient's cavity. User facility was not sure which of the two transducers used could have caused the adverse event and sent both in for evaluation. After surgery doctor conducted x-ray and noted that the metal filling left in the patient cavity was not dangerous and would not impair of damage the patient in any way. No further patient injury reported.

Manufacturer narrative:
Evaluation summary: inspection showed that no problem was found with the ultrasound transducer. Complaint is not directly related to transducers. User facility was approached to send in sheaths, probes and scopes used with the ultrasound transducers during the percutaneous nephroscopy. User facility opted not to send in additional equipment due to satisfaction of initial investigation of transducers. Cause of event: unknown.